Event description:
It was reported by the patient that they were trying to connect the pod to a g7 dexcom, but the pod was only compatible to dexcom g6. The patient's blood glucose levels reached >400 mg/dl (high). The patient also reported a self-diagnosis of dka (diabetic ketoacidosis). Symptoms reported include throwing up blood and loss of consciousness. The patient did not go to a medical faulty but called their doctor for assistance. The doctor told the patient to do mdi (multiple daily injection) management and prescribed a dexcom g6.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.